Event description:
Caller states the safe-t-pro uno device was missing the safety cap. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).